Manufacturer narrative:
Other, other text: device evaluation- one used device was returned for evaluation. The device was given functional testing and this showed leakage in the bag area. The manufacturing facility determined the likely cause was improper handling of the bag during manufacturing.

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the customer noticed medical fluid leaking from the part where the connector and the tubing were connected. No patient injury reported.